Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a loose drive support disk, a detached end cap, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a loose drive support cap from the insulin pump. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.